Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed a fill estimate of 240 units and remained static. Reportedly, the cartridge was filled with approxiamtely 300 units of insulin. A supply change was performed to address the issue. Blood glucose level was 375 mg/dl. As the reported event occurred in the past, tandem technical support was unable to perform troubleshooting to determine a cause of the fill estimate.